Event description:
It was reported that this pacemaker exhibited noise on the right atrial (ra) lead. The patient experienced palpitations. Upon review, it was noted oversensing. It was tried to program to unipolar mode and the sensing was worse. The atrial sensitivity was reprogrammed. There was no evidence of pacing inhibition. The physician reviewed the pacemaker report and was satisfied with the changes made. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noise on the right atrial (ra) lead. The patient experienced palpitations. Upon review, it was noted oversensing. It was tried to program to unipolar mode and the sensing was worse. The atrial sensitivity was reprogrammed. There was no evidence of pacing inhibition. The physician reviewed the pacemaker report and was satisfied with the changes made. Subsequently, a revision procedure was performed and pacemaker was explanted and replaced. No additional adverse patient effects were reported.